Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that wake button was delayed in responding to presses. Customer's blood glucose ranged from 160-170 mg/dl. Reportedly, customer had an alternate pump for insulin therapy.